Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is under-delivering insulin. The bolus wizard is delivering one less unit than programmed. The blood glucose reading is 119 mg/dl. The food and correction bolus is incorrect. The carb ratio may need to be adjusted by health care professional. Nothing further reported.